Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit on the battery reamer device was not functioning and defective. It was further determined that the device failed pretest for general condition, trigger test, check battery casing coupling, functional test, check trigger and ecu (electric control unit) function, function test fwd and rev and check power at the motor with test bench. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was documented in the previous medwatch that the root cause was determined to be due to improper cleaning. Upon further investigation, it was determined that the root cause was determined to be due to wear from normal use and servicing. Upon further investigation of the device evaluation, it was determined that the the device failed pretest for check power at the motor with test bench minimum 190 to 250 watt. If additional information should become available, a supplemental medwatch report will be sent accordingly.